Event description:
It was reported that stimulation was "different" after the patient had a spine fusion in 2007. It was noted that the patient could not describe how it changed, other than he couldn't use it at a higher level, but he "learned to adjust".

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3487a-33, lot# j0309665v, implanted: (B)(6) 2003, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 377760, lot# n0030216, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding his device or therapy but was working with the physician or manufacturer representative. It was reported the patient had an appointment on (B)(6) 2014.